Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The insulin flow blocked alarm functioning properly. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer were hospitalized due to high blood glucose on unknown date. The customer¿s blood glucose level was over 600 mg/dl. Customer had using auto mode. Customer had symptoms as nausea, vomiting and vision problems. Customer reported that the insulin pump did not delivered insulin and did not received insulin flow blocked alarm occurred. The insulin pump will be returned for analysis.